Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device, associated multifunction cable, and CPR adapter were returned to zoll medical (B)(4); the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The multifunction cable and CPR adapter was returned to zoll medical us. The accessories were put through extensive testing without duplicating the malfunction. The associated electrode pads were not available for evaluation. The device logs were reviewed and multiple "pads off" messages and a noisy ECG signal were observed, which is indicative of poor coupling. The cause of the poor coupling could not be determined. During the event the device is successfully charged, but was disarmed due to a new energy selection. This is the only attempt at charging or discharging during the event. As a precaution, the multifunction cable, CPR adapter and multifunction connector were replaced. Analysis for reports of this type has not identified an increase in trend.